Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath and carrier tube were returned separated and with the carrier tube in rear lock position. The shaft of the carrier tube was found to be cut with a large portion of still in the sheath. The anchor, collagen and suture were found exposed at the tip of the sheath along with distal tip of the carrier tube's shaft. Functional testing could not be performed due to the condition the device was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the health care professional (hcp) went to set the anchor plate the anchor came back into the modified sheath, resulting in device failure. No part of the device or delivery system were left inside of the patient. Manual pressure was held and resulted in hemostasis of the access site. Type of procedure performed was peripheral intervention. The estimated blood loss was less then 250cc. There was no patient injury. Additional information was received on 26jan2024: there were no difficulties during access or throughout the case. There was a post intervention, pre-closure angiogram taken. Angiographically the access site looked good. The health care professional (hcp) did mention that by ultrasound he noted a thin layer of concentric plaque throughout the artery and access site. The insertion of the angio-seal sheath and artery locator went smoothly. The health care professional (hcp) stated that after he removed the locator and wire and then slid the angio-seal device into the sheath to place the anchor it seemed more difficult than usual to "snap" together to set it anchor. He was able to snap it together however, so he moved on the seal portion of delivery. He felt no resistance and the device and sheath removed completely. Manual pressure was immediately applied to the femoral access site. The device was cut in one location to verify that no part of it was left in the patient. This method confirmed that no part of the device or delivery system remained inside the patient. Hemostasis was achieved through manual pressure and the patient remained stable and unharmed by this event.